Event description:
Two rn's were inserting the p.i.c. Catheter via the left cephalic vein. At approx 35 cm, resistance was felt. The first rn immediately stopped passing the catheter. The second rn took over the procedure and the catheter "bounced back" approx 1.5 cm at the time of the exchange. The second rn attempted to remove the catheter, introducer and guidewire simultaneously. At that point it was apparent that the catheter was severed. Tourniquet was applied to arm at axilla and pt taken immediately to the ER. Shoulder x-ray demonstrated the catheter at the axilla, and a vasular surgeon performed a cutdown but the catheter was not located. Chest x-ray then revealed the catheter in the right lung base. Radiologist then removed the catheter under fluoroscopy via the femoral venous route.